Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 04/2023).

Event description:
It was reported that during preparation of a procedure, the foreign particle was allegedly found in the device. The procedure was completed by using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: this is the first complaint reported to date for this product and lot, therefore a device history records review is not required. Investigation summary: the sample was not returned for evaluation, three electronic photos were provided for review. The investigation is inconclusive for the reported foreign material inside the package issue, as no device packaging were noted in the provided photos and the exact circumstances at the time of the reported event are unknown. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: (expiry date: 04/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It was reported that during preparation of a procedure, the foreign particle was allegedly found in the device. The procedure was completed by using another device. There was no patient contact.